Manufacturer narrative:
As reported, post implant of phasix st mesh the patient had recurrent obstructed hernia, severe adhesions thereby underwent revision surgery. Intraoperative photo provided finds adhesions, recurrence and likely noted that the mesh fibers have resorbed, and the cast of the mesh is maintained in the integrated tissue. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the post implant complications. Review of manufacturing records was performed and found the device was manufactured to specification. To date, this is the only reported complaint for this lot of (B)(4) units. Hernia recurrence and adhesions are known inherent risks of the surgery/use of the device and are included as possible complications in the adverse reaction section of the instructions for use, supplied with the device. The IFU states, "significant degradation of the mesh fibers observed in preclinical studies within 12 to 18 months, indicate loss in mechanical integrity and strength of the mesh. While fiber segments were observed at 18 months, they continued to degrade." Note, the date of event (15-oct-2024) considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ventral hernia repair with total laparoscopic hysterectomy (tlh), the patient was implanted with phasix st on (B)(6) 2021. It was reported that in (B)(6) 2024 the patient returned with recurrent obstructed hernia, severe adhesions and found that the mesh has not completely absorbed in 37 months. It was also reported that the patient underwent transversus abdominis release (tar) for recurrent obstructed hernia and patient is recovering.